Manufacturer narrative:
Concomitant medical products: product ID 3389-40, lot# 0207852876, implanted: (B)(6) 2014, product type: lead. Product ID: 3389-40, lot# 0207852875, implanted: (B)(6) 2014, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2014, product type: extension . (B)(4).

Event description:
A healthcare professional from a clinical study reported that during normal use on (B)(6) 2015 patient had noted significant weight gain since the neurostimulator implant. Weight gain consisted of more than 28kg. The event was programming/stimulation related. Examination was conducted on (B)(6) 2015. Actions taken included in patient hospitalization and therapy was suspended on (B)(6) 2015. No surgical intervention was required and none was planned. The issue was resolved, outcome was resolved without sequelae. The event was considered serious. Patient's medical history included a thyroid disorder, depression and parkinson's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which updated the event date to (B)(6) 2015.